Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was due to infection from heart problems. The patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: device manufacturing date is nov 2010. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. An internal and external visual inspection revealed no problems related to the reported event. The power on self-test was successfully performed. A functional test was performed and there were no abnormalities noted. There was no non-conforming product identified related to the reported problem. Based on additional information received, there is no allegation against a baxter device and the homechoice is no longer considered a suspect product. Should additional relevant information become available, a supplemental report will be submitted.